Event description:
Pt alleges one of implants has ruptured, the other implant is leaking and pt is having moderate discomfort.

Event description:
A sonogram revealed the pt's right breast implant was ruptured and the left breast implant was thinning and a rupture was imminent. Dr's diagnosis was the immediate removal of both devices.